Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section of h6. A review of the device history record and shipping inspection record of the involved product code/lot number combination revealed no findings. A search of the complaint file found no previous report of this nature with the involved product code/lot number combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported leakage on the capiox device. Follow up communication with the user facility confirmed the following information: the leaking oxygenator was discovered during priming. The prime was escaping from the exhaust port. The procedure outcome is unknown. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. Visual inspection upon receipt found the blood inlet port had been broken half-way at its bottom. There was not any other anomaly, such as a flaw or a crack, on the rest of the device. The actual sample was filled with saline solution. A leak was noted at the broken blood inlet port. No other leak was observed on the rest of the device. During the inspection of the actual sample, any other leak than the one at the broken blood inlet port was not found. The customer's complaint was not confirmed. Upon receipt of the actual sample, a tube was found to be connected to the blood inlet port. The damage on the blood inlet port was not reported in the complaint. Based on these, it is likely that the break noted on the blood inlet port was generated during transportation back for evaluation. It is, however, difficult to determine the cause-and-effect relationship with the reported leak or the definitive cause of the break. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir. Do not use if the package of device is damaged (e.g. Cracked) or any of the port caps are off.